Event description:
The pump was returned for investigation. Evaluation revealed a dim, pink display. This report is made based on results of investigation completed on 08/14/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/14/2014 with the following findings:evaluation revealed that the display is dim and pink. The bolus button cover was detached/missing. The battery cap is worn. There was no visible damage to the u-groove or base and the test clip is able to attach. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).